Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the power button and display were observed. The device's front panel board and lcd screen were replaced to address the issue.